Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had prime fill anomaly. The customer¿s blood glucose level was 196 mg/dl. The customer states that they are unable to exit the "preparing to prime" loop. Troubleshooting was performed for prime rewind anomaly and noticed did not exit insulin. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Device passed the displacement test. Unable to confirm prime anomaly or perform the prime test, occlusion test and no delivery test due to compromised force sensor system alarm.